Event description:
It was reported that a 2800, 25mm, (B) (4) was explanted after an implant duration of 73 months, due to unknown reasons. No further details were provided. Patient information obtained from ipr data.

Manufacturer narrative:
No product return this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
The home patient (hp) stated the bag fell and the spike came out of the bag. The technical service representative (tsr) instructed the home patient (hp) to recycle power to clear alarm. The hp stated he would finish with manuals and call the nurse (rn) regarding air detection alarm and being connected. On (B)(6) 2010 product surveillance spoke with the home patient's roommate who stated the table used for bags does not have an edge and this particular night the bag was likely not centered. There have been no other incidents like this and everything has been fine. No additional information is available at this time.

Manufacturer narrative:
E-mail dated 06/14/10 from sales representative indicated that the device was lost/destroyed by the hospital's pathology department.